Manufacturer narrative:
Concomitant product(s): d274trk ICD, implanted: (B)(6)2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the superior vena cava (svc) coil and the right ventricular (rv) coil of the rv lead. The left ventricular lead also had a lead impedance warning on the same day. Both leads remain in use. No patient complications have been reported as a result of this event.